Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began sometime in april (date/year unspecified). The patient reported obtaining blood glucose readings "between 32- high" with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on insulin (type/dose unspecified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported she developed symptoms of "thirst, shaky, and passing out" around the same time the alleged issue began. The mss was not able to confirm/verify whether the patient associated the symptoms as high or low blood sugar symptoms or whether she received treatment as a result of the symptoms. On the evening of (B)(6) (year unspecified), the patient reported she was admitted to the emergency room (ER) for assistance; however, the mss was not able to obtain what the patient's prior reading was or whether she was experiencing symptoms. While at the ER, the patient stated she was treated with glucose tablets/glucose gel, but was not tested on another device. At the time of troubleshooting, the cca noted the test strips were in good condition; however, the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information obtained from the cca, this complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products were replaced and requested back for investigation. Lifescan (lfs) received the meter involved with this complaint on (B)(4) 2012; however, the investigation has not been completed. If the test strips and control solution are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed, and the meter functioned properly. The test strips involved with this complaint have also been returned on (B)(4) 2012 and evaluated by pa on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. The retains were also tested and passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.